Event description:
Pt was receiving platelet transfusion in out-pt area. Mediport was non-functional. Chest x-ray completed showed loose piece of mediport (11cm in length by 0.15cm in diameter) in the right pulmonary artery. This section removed by international radiology. Remaining portion of mediport removed by surgery. It measured 2.5cm in diameter by 0.9cm in height. The tubing portion measured 6.1cm in length by approximately 0.15cm in diameter.